Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2014; mcs-p3-31-aoa-us transcatheter valve, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is hospitalized with sepsis and pneumonia. They are unsure of what caused the patient to be septic. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.